Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('verbal explanation of unsuccessful tissue coverage and/or dislodging of the device'), uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition: uterine fibroids') and sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lung sarcoid, manic depression, arthritis, sciatica, cutaneous sarcoidosis, av block, metrorrhagia, nicotine dependence, cutaneous sarcoidosis, vocal cord polyp, voice disturbance, von willebrand's disease, diabetes mellitus and hypertension. Concurrent conditions included shortness of breath, stress, copd, cytopenia, hilar lymphadenopathy, oral submucosal fibrosis, hypomenorrhea, dizzy, cyst, paratubal cyst and smoker. Concomitant products included aripiprazole (abilify) since 2014, budesonide;formoterol fumarate (symbicort) since 2014, caffeine, fluticasone propionate;salmeterol xinafoate (advair) from 2009 to 2014, gabapentin (gabapentin) since 2014, hydrocortisone since 2014, hydroxychloroquine from 2010 to 2019, hydroxychloroquine from 2010 to 2019, hydroxyzine since 2014, ibuprofen (motrin), ibuprofen since 2006, macrogol 3350 (miralax) since 2014, naproxen sodium (naprosyn), nicotinamide (nicotinamide) since 2014, oxcarbazepine (trileptal) from 2003 to 2010, risperidone (risperdal) from 2003 to 2010, salbutamol sulfate (albuterol) since 2009, salbutamol since 2014, topiramate (topamax) since 2014, urea since 2014 and zolpidem tartrate (ambien) since 2014. In 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain ("abdominal pain"), groin pain ("groin pain"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/recommended essure tubal ligation device did not reduce severe blood flow during menses.") And fatigue ("fatigue"). In 2008, the patient experienced sarcoidosis (seriousness criterion medically significant), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), loss of libido ("hormonal changes describe: vaginal dryness, loss of desire") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically significant) and renal neoplasm ("tumor/teratoma/ cancer type: kidney tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic fibroids removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine leiomyoma, sarcoidosis, vulvovaginal dryness, loss of libido, urinary tract infection, female sexual dysfunction, amnesia, dysmenorrhoea, renal neoplasm and fatigue outcome was unknown, the abdominal pain, groin pain and arthralgia was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, amnesia, arthralgia, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, groin pain, loss of libido, menorrhagia, renal neoplasm, sarcoidosis, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: discrepancy noted as date of insertion previously taken was (B)(6) 2002 and in current pfs it is noted as 2007. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2014: no MRI evidence of cardiac sarcoid is identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: sarcoidosis, menorrhagia, dysmenorrhea, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and mr received. Injury nos replaced with new events: hormonal changes describe: vaginal dryness, loss of desire, abnormal bleeding (vaginal, menorrhagia), uti, apareunia (inability to have sexual intercourse), sarcoidosis, uterine fibroids, memory loss, dysmenorrhea (cramping), abdominal pain, groin pain, joint pain, tumor/teratoma/ cancer type: kidney tumor, fatigue and verbal explanation of unsuccessful tissue coverage and/or dislodging of the device. Reporters information were added. Date of insertion and date of removal was added. Events onset date were added. Medical history, concomitant drugs, concomitant conditions were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('verbal explanation of unsuccessful tissue coverage and/or dislodging of the device'), uterine leiomyoma ('reproductive system disorder or condition type of disorder or condition: uterine fibroids') and sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lung sarcoid, manic depression, arthritis, sciatica, cutaneous sarcoidosis, av block, metrorrhagia, nicotine dependence, cutaneous sarcoidosis, vocal cord polyp, voice disturbance, von willebrand's disease, diabetes mellitus and hypertension. Concurrent conditions included shortness of breath, stress, copd, cytopenia, hilar lymphadenopathy, oral submucosal fibrosis, hypomenorrhea, dizzy, cyst, paratubal cyst and smoker. Concomitant products included aripiprazole (abilify) since 2014, budesonide;formoterol fumarate (symbicort) since 2014, caffeine, fluticasone propionate;salmeterol xinafoate (advair) from 2009 to 2014, gabapentin (gabapentine) since 2014, hydrocortisone since 2014, hydroxychloroquine from 2010 to 2019, hydroxyzine since 2014, ibuprofen (motrin), ibuprofen since 2006, macrogol 3350 (miralax) since 2014, minerals nos;nicotinamide since 2014, naproxen sodium (naprosyn), oxcarbazepine (trileptal) from 2003 to 2010, risperidone (risperdal) from 2003 to 2010, salbutamol sulfate (albuterol) since 2009, salbutamol since 2014, topiramate (topamax) since 2014, urea since 2014 and zolpidem tartrate (ambien) since 2014. In 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain ("abdominal pain"), groin pain ("groin pain"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/recommended essure tubal ligation device did not reduce severe blood flow during menses.") And fatigue ("fatigue"). In 2008, the patient experienced sarcoidosis (seriousness criterion medically significant), vulvovaginal dryness ("hormonal changes describe: vaginal dryness"), loss of libido ("hormonal changes describe: vaginal dryness, loss of desire") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and hypersensitivity ("allergy: other") and was found to have uterine leiomyoma (seriousness criterion medically significant) and renal neoplasm ("tumor/teratoma/ cancer type: kidney tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laproscoscopy fibroids removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine leiomyoma, sarcoidosis, vulvovaginal dryness, loss of libido, urinary tract infection, female sexual dysfunction, amnesia, dysmenorrhoea, renal neoplasm, fatigue, back pain and hypersensitivity outcome was unknown, the abdominal pain, groin pain and arthralgia was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, groin pain, hypersensitivity, loss of libido, menorrhagia, renal neoplasm, sarcoidosis, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: discrepancy noted as date of insertion previously taken was (B)(6) 2002 and in current pfs it is noted as 2007. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2014: no MRI evidence of cardiac sarcoid is identified. Ultrasound scan vagina - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: sarcoidosis, menorrhagia, dysmenorrhea, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: event back pain, allergy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.